Manufacturer narrative:
The device was not returned and the serial number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a novum iq syringe pump was difficult to use the manual programming. The infant patient was receiving an unspecified sedation infusion while intubated in the pediatric intensive care unit (picu). The patient¿s heart rate and oxygen saturation went down to the ¿60¿s¿ and was ¿agitated.¿ furthermore, the staff reported the patient attempted to extubate themselves. The patient¿s direct care nurse was not available, and the patient allegedly experienced a delay in blousing the patient due to the nurse covering was not being able to easily access the bolus information in the pump¿s manual mode. No further information was available at the time of this report.